Event description:
The patient was having surgery for a fractured clavicle; third surgery for that problem. Apparently a place had been inserted previously, but it broke and physician had planned additional surgery. Patient had received versed and was in the process of being transferred from the bed to the or table. The or table had a tenet beach chair attached to the head of the bed. The patient had transferred from the bed to the or table and the staff was helping her move up toward the beach chair. A male crna student was present at the head of the bed as well as crna. As the patient scooted up to the head of the bed and the beach chair, the beach chair fell off the bed. (The or table and bed did not move. Rn felt that it was the right side (the patient's right side) of the chair that bent out. The patient fell backward also. A donut had already been placed on the beach chair (for head support) and the patient was assisted to the floor by the anesthesilology staff. (They helped break her fall.) There were no apparent injuries related to the event. Cervical films were taken and were also negative for fracture.